Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected failed battery test noted on detailed trace long trace downloads. Power management tool confirms the unloaded voltage and loaded voltage are within specifications. The insulin powered up properly after battery installation. The insulin pump passed leak test. All buttons responding properly. No damage or moisture damage was found on the keypad assembly. No unlocked keypad connector. No stuck button alarms noted or button error alarms noted. The insulin pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating a failed battery test on their insulin pump and a button alarm. The customer states that the device is not alarming when it should be. The customer's blood glucose level was 249 mg/dl at the time of the incident. The customer was also informed that batteries should be stored at room temperature and be used within expiration date. The customer sent the product back for analysis.